Event description:
It was reported that in the pt's room, 14 hrs after the catheter was placed in the right internal jugular vein, the catheter was found to have migrated by 7cm. Since there was no leakage of the medication, fulcaliq 1, at the insertion site or anywhere on the catheter, the catheter was left in use then removed approx 8 hrs later as scheduled. The catheter was secured using the catheter clamp and fastener and also the juncture hub. The pt has chronic pancreatitis and was "movable" during the catheter treatment as well. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.